Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation.

Manufacturer narrative:
The device was returned to olympus for evaluation. The user¿s complaint was not confirmed. The device was visually inspected and found there is an image each time after powering on and off 30 times. The device was burned in (assessed) for 6 hours to check for intermittent image loss. No failures were found. The device is fully functional as intended.

Event description:
The user facility reported that there was an image problem with the device. There was intermittent loss of image. This was happening on both the sdi input 1 and 2. There was no patient involvement. No additional information was provided.